Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 only works intermittently from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) spoke with the customer and suggested to sent the device to philips bench repair for further investigation. A good faith effort (gfe) conducted to obtain further details of the issue and resolution was not successful as there was no response received. The device was not sent to philips bench repair by the customer, the cause of the issue remains unknown. H3 other text : customer did not sent it to philips bench repair